Manufacturer narrative:
The end user claims the incident occurred during the easter weekend in april. First the left side footplate broke off and then the right side footplate broke off a couple of weeks after. The end user was in her home at the time of both incidents. Sunrise medical regulatory performed a service search for this wheelchair serial number and there were no reports of any incidents prior to or after the left foot plate breaking. It is apparent that the end user continued to use the wheelchair in this condition and did not have the chair serviced when it required repairs after the left footplate broke. The quickie sr45 owner's manual does state on page 15. If discovered, repair or replace loose, worn, bent or damaged parts before using the chair. It also states on page 7. Reaching or leaning 6(b) do not put pressure on the footrest. Sunrise medical does not consider this incident to have been caused or contributed to by a product malfunction or defect, but by user misuse and neglect. However, this is a common user misuse scenario and has been documented in the wheelchair's risk management file. Sunrise medical quality will continue to monitor this issue for trends. The dealer has requested replacement footplates and is servicing the end user's wheelchair. No further investigation will be performed by sunrise medical at this time.

Event description:
End user claims she was repositioning herself in the chair. She pushed on the footplates with her legs and feet and the left side footplate broke off and she cut her lower leg. She stated that she required stitches on her left leg.

Manufacturer narrative:
Please note in the initial MDR report, the 'date of event' and 'date of this report' fields were left blank in error. This supplemental filing is to correct and include that information.

Event description:
End user claims she was repositioning herself in the chair. She pushed on the footplates with her legs and feet and the left side footplate broke off and she cut her lower leg. She stated that she required stitches on her left leg.